Event description:
It was reported that t1 and t2 of fastfix 360 curved deployed at the same time. No patient injury was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint report is: ¿simultaneous deployment¿. The device is used but in very good condition. The device shows no obvious damage. T1 was not returned. T2 and partial suture have been returned and are freed from the needle track. The depth limiter is attached and has been adjusted. There is no apparent twisting or bending of the delivery needle. Functional test reveals that the device cycles and advances properly. No mechanical problem was found. Condition of this device does not lend to the complaint allegation. Root cause for this complaint symptom is not evident.